Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated and a visual inspection was performed. Both sides of forceps elevator were inspected under microscope and no sign of stains or foreign material was found when being observed. The device was also inspected using an olympus boroscope to verify the condition of the biopsy channel and suction cylinder. The boroscope was first inserted into the biopsy channel, starting from the distal end side. Once inserting, no sign of abnormalities was found throughout the entire length of the biopsy channel. The boroscope was removed from the biopsy channel and re-inserted in through the suction cylinder. Upon entry, white stains were found on the wall of the cylinder, approximately 30mm from the opening. In addition, the glue at the distal end was also inspected under the microscope and discovered multiple abnormalities. The findings consisted of cracks, pinholes and missing glue on the adhesive of the being section cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine a cause of scope testing positive for microbial contamination. However, it was determined that treatment method of the brush used for cleaning deviated from the instruction manual. The instruction manual of the subject device, gf-uct180, describes how to reprocess in the following chapters: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer provided additonal information regarding the cleaning, disinfection and sterilization (cds) processes performed onsite. The scope passed the adenosine triphosphate (atp) testing. The scope was ethylene oxide (eto) sterilized and was reprocessed on (B)(6) 2022. The start of pre-cleaning was not delayed after the procedure. The water was aspirated through the instrument/suction channel with a suction pump. There were no abnormalities with the reprocessing accessories. Manual cleaning was performed within an hour after the procedure. The device passed the leak test. The cleaning detergent used was prolystica. All areas of scope were brushed including forceps elevator. The date of last reprocessing in-service conducted by an olympus endoscopy support specialist (ess) was (B)(6) 2022. There was no change in the facilities¿ reprocessing personnel since the last on-site visit by an olympus ess. The endoscope was wrapped after eto sterilization, before being stored. The model of the automated endoscopic reprocessor (aer) used was oer-pro (serial no. (B)(4)). Detergent solution and disinfectant used were olympus endoquick and acecide c, respectively. All channels were connected with tubes when the endoscope was connected to the aer. The device was re-cultured before returning to olympus and tested negative. An endoscopy support specialist (ess) was dispatched to the custom site. Ess completed re-training, and observation of the reprocessing of the gf-uct180 scope to the reprocessing tech. The device was returned, and the investigation is ongoing. The root cause of the reported event cannot be determined at this time. Follow up with the user facility is currently being performed. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the gastrovideoscope tested positive for aspergillus on the elevator. The device was not used for a procedure after the event. There were no reports of patient harm or patient infection associated with this event.